Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 2 of advanced evaluation. The trial patient reported that their device was making their symptoms worse since implant. It was mainly when they would lie down and try to sleep. They went to the bathroom 40 times, and were getting up every 10-15 minutes. It was noted that they saw program 3 on the screen. Further information reported indicated that the patient had voided 50 times in a 24 hour period, and that was very unusual for them. It was later provided that they experienced extreme side effects from the device. The patient noted that they had decreased stimulation to the lowest setting of 0.1 v. They mentioned that they would call their healthcare provider (hcp) back and attempt to discuss the issues. Additional information received from the hcp indicated that a hcp adjusted the settings and changed the programs for the patient. The hcp mentioned that the patient came in for a reassessment on (B)(6) 2016. On (B)(6) 2016, the device was disconnected in the ER and the patient demanded removal on (B)(6) 2017. It was not provided if the issue had been resolved, but the hcp spoke to the patient on (B)(6) 2017, and the device was removed on (B)(6) 2017.